Event description:
It was reported that a blade came out of the handpiece while the device was running during a surgical procedure. The case was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported complaint was duplicated. Corrosion was found inside the device, which may have contributed to the event. Based on the investigation details, the likely cause was problems with a loose flat pin, which was replaced along with other components.